Event description:
It was reported that during the implant procedure the physician had difficulty connecting the left ventricular (lv) lead and the device. The connection was confirmed and the impedance measured with the programmer. A few hours later testing with the programmer revealed high impedance with the lv lead. The physician disconnected and reconnected the lv lead into the device. The lv impedance was within normal range. The readings between the device and the programmer differed. The lv lead again was disconnected and reconnected due to high impedance. The physician decided to use a different device due to concerns with the connection and battery on the device. The lv lead remains implanted along with the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: st. Jude lead, implanted: (B)(6) 2014. (B)(4).